Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2017 with the following findings: a review of the pump histories no activity related to the event. There was no debris observed in the cartridge compartment. During investigation, the remaining insulin calculated accurately. The pump was primed until 30u remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 30u were visually confirmed remaining. The complaint of a remaining insulin issue was not duplicated during investigation. The pump performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that there was an indication of "more than what¿s in cartridge." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.